Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5033415) on 03-feb-2014. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and headache ("headaches") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache (seriousness criterion medically significant), adrenal disorder ("adrenal and thyroid dysfunction"), skin burning sensation ("burning and itching of my skin"), tremor ("cant stop shaking") and procedural pain ("coils are out lots of pain"). On an unknown date, the patient experienced back pain ("back pain"), pain in extremity ("leg pain"), asthenia ("weakness"), thyroid disorder ("adrenal and thyroid dysfunction"), dysgeusia ("metallic taste in my mouth"), pruritus ("burning and itching of my skin") and panic attack ("panic attacks"). The patient was treated with surgery (removal of coils). Essure was removed. At the time of the report, the pelvic pain, headache, adrenal disorder and skin burning sensation had not resolved, the back pain, pain in extremity, asthenia, thyroid disorder, dysgeusia, pruritus and panic attack had not resolved and the tremor and procedural pain outcome was unknown. The reporter considered adrenal disorder, asthenia, back pain, dysgeusia, headache, pain in extremity, panic attack, pelvic pain, procedural pain, pruritus, skin burning sensation, thyroid disorder and tremor to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: procedural pain, cant stop shaking. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post received. Reporter's information was updated. Events added: coils are out lots of pain, cant stop shaking. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033415) on 03-feb-2014. The most recent information was received on 30-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". Medical conditions: current weight 130 lbs. Concurrent conditions included body mass index normal and anxiety since 2011. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), back pain ("back pain"), pain in extremity ("leg pain"), asthenia ("weakness"), adrenal disorder ("adrenal and thyroid dysfunction"), thyroid disorder ("adrenal and thyroid dysfunction"), the first episode of dysgeusia ("metallic taste in my mouth"), skin burning sensation ("burning and itching of my skin"), pruritus ("burning and itching of my skin"), panic attack ("panic attacks"), tremor ("cant stop shaking"), procedural pain ("coils are out lots of pain"), mood swings ("hormonal changes describe: severe mood swings"), fungal infection ("infection (bladder/ urinary tract/vaginal) type:chronic yeast infection"), hypersensitivity ("allergic or hypersensitivity reaction type"), allergy to metals ("nickel allergy"), arthralgia ("autoimmune disorder type of disorder: joint pain"), migraine ("migraine/headache"), nausea ("nausea"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurred vision,"), fatigue ("chronic fatigue"), abdominal pain upper ("stomach aches") and the second episode of dysgeusia ("metal taste in mouth") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, headache, back pain, pain in extremity, asthenia, adrenal disorder, thyroid disorder, skin burning sensation, pruritus, panic attack, tremor, procedural pain, mood swings, fungal infection, hypersensitivity, allergy to metals, arthralgia, migraine, nausea, dizziness, dysmenorrhoea, vision blurred, weight decreased, fatigue, abdominal pain upper and the last episode of dysgeusia had resolved. The reporter considered abdominal pain upper, adrenal disorder, allergy to metals, arthralgia, asthenia, back pain, dizziness, dysmenorrhoea, fatigue, fungal infection, headache, hypersensitivity, migraine, mood swings, nausea, pain in extremity, panic attack, pelvic pain, procedural pain, pruritus, skin burning sensation, thyroid disorder, tremor, vision blurred, weight decreased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: procedural pain, cant stop shaking. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Reporter's information was added. Patient's demographics were added. Added event severe mood swings, chronic yeast infection, allergic or hypersensitivity reaction type, nickel allergy, joint pain, migraine, nausea, dizziness, dysmenorrhea (cramping), blurred vision, weight loss, fatigue, stomach aches, metal taste in mouth, plaintiff did not undergo confirmation test. Updated outcome of events. Concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". Medical conditions: current weight 130 lbs. Concurrent conditions included anxiety since 2011 and body mass index normal. Concomitant products included alprazolam (xanax) from 2011 to 2013 and sertraline hydrochloride (zoloft) from 2011 to 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("back pain /low back pain") and abdominal pain upper ("stomach aches"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in my mouth"), dizziness ("dizziness") and taste metallic ("metal taste in mouth"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type:chronic yeast infection"). In 2011, the patient experienced panic attack ("panic attacks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pain in extremity ("leg pain"), asthenia ("weakness"), adrenal disorder ("adrenal and thyroid dysfunction"), thyroid disorder ("adrenal and thyroid dysfunction"), skin burning sensation ("burning and itching of my skin"), pruritus ("burning and itching of my skin"), tremor ("cant stop shaking"), procedural pain ("coils are out lots of pain"), mood swings ("hormonal changes describe: severe mood swings"), hypersensitivity ("allergic or hypersensitivity reaction type"), allergy to metals ("nickel allergy"), arthralgia ("autoimmune disorder type of disorder: joint pain"), migraine ("migraine/headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurred vision,") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of coils). Essure was removed on 20-dec-2012. At the time of the report, the pelvic pain, headache, back pain, pain in extremity, asthenia, adrenal disorder, thyroid disorder, dysgeusia, skin burning sensation, pruritus, panic attack, tremor, procedural pain, mood swings, fungal infection, hypersensitivity, allergy to metals, arthralgia, migraine, nausea, dizziness, dysmenorrhoea, vision blurred, weight decreased, fatigue, abdominal pain upper and taste metallic had resolved and the anxiety outcome was unknown. The reporter considered abdominal pain upper, adrenal disorder, allergy to metals, anxiety, arthralgia, asthenia, back pain, dizziness, dysgeusia, dysmenorrhoea, fatigue, fungal infection, headache, hypersensitivity, migraine, mood swings, nausea, pain in extremity, panic attack, pelvic pain, procedural pain, pruritus, skin burning sensation, thyroid disorder, tremor, vision blurred, weight decreased and taste metallic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: procedural pain, cant stop shaking. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received- no new event anxiety was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033415) on 03-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". Medical conditions: current weight 130 lbs. Concurrent conditions included anxiety since 2011 and body mass index normal. Concomitant products included alprazolam (xanax) from 2011 to 2013 and sertraline hydrochloride (zoloft) from 2011 to 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("back pain /low back pain") and abdominal pain upper ("stomach aches"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in my mouth"), dizziness ("dizziness") and taste metallic ("metal taste in mouth"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type:chronic yeast infection"). In 2011, the patient experienced panic attack ("panic attacks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pain in extremity ("leg pain"), asthenia ("weakness"), adrenal disorder ("adrenal and thyroid dysfunction"), thyroid disorder ("adrenal and thyroid dysfunction"), skin burning sensation ("burning and itching of my skin"), pruritus ("burning and itching of my skin"), tremor ("cant stop shaking"), procedural pain ("coils are out lots of pain"), mood swings ("hormonal changes describe: severe mood swings"), hypersensitivity ("allergic or hypersensitivity reaction type"), allergy to metals ("nickel allergy"), arthralgia ("autoimmune disorder type of disorder: joint pain"), migraine ("migraine/headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurred vision,"), anxiety ("anxiety") and menstruation irregular ("irregular periods") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, headache, back pain, pain in extremity, asthenia, adrenal disorder, thyroid disorder, dysgeusia, skin burning sensation, pruritus, panic attack, tremor, procedural pain, mood swings, fungal infection, hypersensitivity, allergy to metals, arthralgia, migraine, nausea, dizziness, dysmenorrhoea, vision blurred, weight decreased, fatigue, abdominal pain upper and taste metallic had resolved and the anxiety and menstruation irregular outcome was unknown. The reporter considered abdominal pain upper, adrenal disorder, allergy to metals, anxiety, arthralgia, asthenia, back pain, dizziness, dysgeusia, dysmenorrhoea, fatigue, fungal infection, headache, hypersensitivity, menstruation irregular, migraine, mood swings, nausea, pain in extremity, panic attack, pelvic pain, procedural pain, pruritus, skin burning sensation, thyroid disorder, tremor, vision blurred, weight decreased and taste metallic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: procedural pain, cant stop shaking. Concerning the injuries reported in this case, the following one were described in social media: menstruation irregular. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event irregular periods added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.